Event description:
It was reported that the physician was attempting to use a 2.75mm diameter x 18mm length endeavor sprint (rx) drug eluting stent during the procedure but the stent failed to cross the lesion and after withdrawing the device it was noted that the structure of the stent was deformed. Pre-dilatation was carried out using a 2.0mm x 20 sprinter balloon. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results, no results available since no evaluation was performed, no device received for evaluation, inherent risk of procedure (failure to deliver stent and stent deformation), patient¿s condition affected effectiveness of device (moderate tortuosity and 95% stenosis); evaluation: conclusion ¿ inherent risk of procedure (failure to deliver stent and stent deformation), device failure related to patient condition (moderate tortuosity and 95% stenosis), unable to confirm complaint (no device returned for evaluation). (B)(4).